Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump, clipped to the user¿s clothing during activity, sustained an external impact that cracked the display, after which the device powered on but the screen was not readable and the user reverted to backup therapy; blood glucose was reported unaffected. Symptoms included no adverse clinical effects. Outcomes included no reported impact on health status and continued diabetes management using backup therapy and cgm. Investigation included remote troubleshooting and user education regarding shutdown procedures, data sync to the mobile app, replacement logistics, and return process. Investigation of this device revealed physical damage to the display consistent with impact while in use, resulting in a nonfunctional screen interface, with no indication of system alarms or internal malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage due to external impact.